Event description:
Customer reported that the monitoring computer on css console #29 displayed a ¿failure to write to hard drive¿ error. Pressing any key to resolved the error. The computer continued to monitor the pt as expected after the alarm was cleared. The customer also reported that the hard drive was making a grinding noise but was functioning as expected. The reported issue had no impact on the pt, and css console #29 is still supporting the pt. The computer hard disk drive will be replaced on site by a syncardia driver tech, and the hard drive that is removed from css console #29 will be taken out of service and disposed. No eval of the css console computer hard drive will be conducted, because the hard drive exhibits the same failure mode as previously-investigated computer hard drives.

Manufacturer narrative:
This failure mode poses a low risk to the pt, because it does not negate the ability of the css console to perform its life-sustaining functions. The computer is a monitoring device only and does not control css console functionality. There are no adverse trends associated with css console computer hard drives. In the event of monitoring computer failure, user training directs the pt care staff to utilize standard, and readily available, pt monitoring equipment, such as pulse oximeters for monitoring po2 levels, sphygmomanometer for monitoring blood pressure, and the monitoring of breath sounds for indications of pulmonary edema. Syncardia has completed its eval of this complaint and is closing this file.